Manufacturer narrative:
Event description: it was reported that during an unspecified procedure, an ncircle delta wire tipless stone extractor could not expand normally after successfully removing a few stones. A new replacement ncircle delta wire tipless stone extractor was used and could not expand normally. A third new replacement ncircle delta wire tipless stone extractor was used and the procedure was successfully completed. There were no adverse effects reported to the patient. Investigation ¿ evaluation: a visual and functional test of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. Two ncircle delta wire tipless stone extractors were returned without package or label. Upon inspection both baskets had bends/kinks on the support tubing. One basket would not open or close when the handle was actuated, and the other basket would not completely pull into the sheath when closed. A review of the device history record did not find any non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint that was determined to be related to this complaint. There was no indication during the investigations that there was a common cause issue with the complaint devices that would indicate a possible issue with other devices in the lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket is intact and opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Both returned devices were found to have baskets that would not function properly due to sheath damage. The bent support tubing was preventing the basket assembly from moving freely within the basket sheath. Cook concluded the cause for the damage is unknown. Excessive force may have been inadvertently applied to the device; however, no information is known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during an unspecified procedure, an ncircle delta wire tipless stone extractor could not expand normally after successfully removing a few stones. A new replacement ncircle delta wire tipless stone extractor was used and could not expand normally. A third new replacement ncircle delta wire tipless stone extractor was used and the procedure was successfully completed. There were no adverse effects reported to the patient.